Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was receiving motor error alarms on the insulin pump, beginning a month prior to the call. The customer stated that the alarm occurred during a bolus. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that there were no significant events leading to the alarm. The customer stated that she was able to complete the rewind sequence. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.